Event description:
Reportedly, an unknown valve of unknown size was explanted after a 107 implant duration, due to heavy calcification. No additional information is available at this time. Telephone call to surgeon's office, indicated that the operative report is not available, since the explant happened earlier today.

Manufacturer narrative:
The device history record (DHR) review was completed on 09/04/2009, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
Through follow-up with the health-care provider, additional information and a copy of the operative report was received. The surgeon has disassociated this device from the event. It was determined that this event is no longer reportable.

Event description:
It was reported that the device was explanted after implant duration of zero days, due to unknown reasons. No further details were provided.

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. A device history record review is in process. Two requests were made (via fax) for the device, operative report, and additional information; however, no additional information was provided and no device was returned for evaluation.

Event description:
It was reported that during a lap nephrectomy procedure, while the surgeon was doing a laparoscopic nephrectomy, the device's hand button was not working. The generator showed handpiece error when the generator was turned on again. Surgeon finished the procedure with a new handpiece. There were no adverse consequences to the pt.